Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: black particles, curved opening. A leak test was perform and was found one opening. A microscopic analysis identified: a curved striated opening on patch assessed as surgical damage. Based on the device analysis the final assessment is: a curved striated opening assessed as surgical damage.

Event description:
Healthcare professional reported left side expansion failure. The "device didn't expand continuously even with adding saline."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported left side expansion failure. The "device didn't expand continuously even with adding saline."